Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The tortuous and calcified lad was predilated with an unk size balloon. The physician attempted to deploy a taxus express2 2.5x24mm drug eluting stent at the target lesion. The stent balloon ruptured before reaching 9 atms. Upon removal the physician encountered difficulty withdrawing the ruptured balloon. The balloon was able to be removed with the use of force. A new guide catheter and pt2 wire were inserted and the physician was able to fully dilate the stent with an unk balloon. The physician went on to place a 2.5x8mm taxus stent at the distal edge of the stent and a 3.0x12mm taxus stent at the proximal edge of the stent. A 3.0mm maverick balloon was used to post dilate. No pt complications occurred. Pt status is satisfactory.